Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The caller did not know the blood glucose reading. The customer stated that this was a past event and was, therefore, unable to troubleshoot for the matter. She declined to return the supplies for analysis. She advised that the alarm was resolved by a complete infusion set, reservoir and insulin change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.